Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue; no further information was available regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: review of the black box data and download history revealed records of ¿power on reset¿ following a call service alarm (064); this call service alarm requires rebooting the pump to clear the alarm. There were no unusual ¿power on reset¿ events observed in the black box history. The battery cap that was returned with the pump for investigation was evaluated and found to be within the required specifications. The cap secured properly to the pump and was able to maintain an electrical connection with the pump. The battery compartment was intact; no cracks or damage observed. There was no evidence of moisture observed inside the battery compartment. On investigation, the pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or on the power circuit. Investigation did not duplicate the alleged ¿no power¿ issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.